Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, and visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display was dim. An internal inspection found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler failed the force gauge test. The failure was traced to a fractured catch guide in the pump door, causing excess friction. This prevented the door button from functioning properly. An internal inspection of the returned cycler found visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The internal inspection also revealed the j2 (power fail cable) was loose/disconnected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. Additionally, a dim screen issue was found and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the cassette door of their liberty select cycler would not close. It was confirmed that the cycler was on when trying to close the door. The cycler did not prompt to insert or remove a cassette. The cassette was properly inserted. The cassette door popped open after step 2. The patient stated the cassette pops out when the door opens. The patient was not connected to the cycler at the time of the call. The patient said the issue started about one week ago. The patient has to repeatedly slam the door closed in order for it to stay closed. The ts representative told the patient they could continue using this cycler. However, they also issued the patient a replacement cycler. The patient was advised to inform their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained to perform pd therapy without the cycler. The patient said they would perform pd therapy manually. Upon follow-up with the patient¿s pdrn, it was confirmed the patient completed their treatment by performing manual pd therapy on the day of the reported event. The pdrn also confirmed there were no adverse effects experienced and no medical intervention was required due to the reported problem. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.